Manufacturer narrative:
This report is submitted on august 17, 2023.

Event description:
Per the clinic, the patient experienced intermittent dull and sharp pains emanating from around the left cochlear implant site which has been treated moderately effective with an oral antibiotic. Also complaining of a buzzing sensation. The implant remains in-situ.